Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s device system was explanted on (B)(6) 2014 due to a pump pocket infection. The system was to be replaced at a later date. The onset or diagnosis of the infection was around (B)(6) 2014. It was unclear if perioperative antibiotics were administered. Vancomycin was noted by the healthcare provider (hcp). However, it was unclear if and when it was administered. The patient¿s last refill occurred in the operating room at implant on (B)(6) 2014. The specific signs and symptoms of infection were unknown to the report. There was no alleged product issue. It was noted that the patient had a history of 3 staph infections to the knees, which were not (B)(6). The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen. Additional infection signs and symptoms, antibiotic treatment, culture information, and final patient outcome were unknown to the reporters. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.